Manufacturer narrative:
The field report of difficulty rotating the helix was confirmed. The helix was retracted and clogged with blood/body fluids. After cleaning, the helix could be extended and retracted without any anomalies. The helix would extend smoothly; no jumpy helix was observed while performing the helix mechanism test. The measured full helix extension length was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Manufacturer narrative:
(B)(4).

Event description:
When placing the ra lead in the patient, the screw mechanism did not work properly. The removed the lead from the patient and tried the screw outside the body, but the issue persisted. A new lead was used to continue and complete the procedure.